Event description:
A report was received that a patient's ipg site was bothering him after the patient fell. The patient stated that he fell due to weak legs. The patient is thin, and the ipg is bulging out of the skin. The physician agreed to explant the patient.

Manufacturer narrative:
Additional info was received that the patient will not be scheduled for the explant any time soon. The bsn sales rep will notify bsn once the patient is scheduled for the explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg site was bothering him after the patient fell. The patient stated that he fell due to weak legs. The patient is thin and the ipg is bulging out of the skin. The physician agreed to explant the patient.